Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. Analysis of the log files confirmed a malfunction with the system and that the most likely cause was in x-ray tube hardware. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that there was a reported error showing x-ray tube current was out of range and tube arcing. Fse confirmed that the x-ray tube was defective. Fse replaced the x-ray tube and hivo high voltage transformer to resolve the issue. The defective x-ray tube and high voltage transformer were returned for analysis. Part analysis of x-ray tube indicated that the x-ray tube failed due to a vacuum leak (cathode insulator) in the tube. Part analysis of high voltage transformer could not indicate any malfunction with it. After the replacement of x-ray tube and high voltage transformer, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the system gave no x-ray possible errors. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) replaced the x-ray tube along with the hivo high voltage transformer and returned the system to use in good working order. Philips has started an investigation of this complaint.